Manufacturer narrative:
On (B)(6), 2012, the facility requested that conmed evaluate one of their system 5000 electrosurgical units. On (B)(6), 2012, conmed received additional information regarding the incident that had taken place. The original settings of the system 5000 was 0 cut/25 coag. The physician tried to snare a polyp three times but was unsuccessful. The settings were then increased to 35 cut/35 coag. The physician some how perforated the patient's bowel. The patient was admitted to correct the problem and was placed on clear fluids for 24 hours. The patient then arrived at the emergency room 48 hours later and presented a distended abdomen. Surgery was not required and the patient was discharged. At this time, it is unknown how the patient was injured. The system 5000 in question was returned and evaluated by a conmed technician. It had operated per the manufacturing specifications. Conmed is filing this report due to the severity of the patient's injury.

Event description:
While performing a colonoscopy, the doctor had perforated the patient's bowel.